Event description:
Reference number (B)(4). Event occured in belgium. It was reported that the patient faced infusion set tubing broken event on (B)(6) 2025. The tubing is broken in two, snapped. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005973, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005973 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac m10 on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4b04513 was manufactured according to the wi version 61 and manufactured in the machine sc05 and sc06, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4b04509 was manufactured according to the wi version 61 and manufactured in the machine sc08, on 02-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.